Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2020-00002, 3005168196-2020-00003, 3005168196-2020-00004.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern), a non-penumbra microcatheter, ruby coils and a pod6. It was reported that the patient anatomy was tortuous. During the procedure, it was reported that the ruby coils and the pod6 were advanced through the lantern and the microcatheter separately but became stuck. It is unknown how the ruby coils and the pod6 were retrieved. It was also reported that the lantern broke apart and that the physician was able to successfully remove both parts of the lantern. Additionally, the renegade was reported to be ovalized. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.